Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose reading of over 900 mg/dl with nausea, vomiting and confusion. Reportedly, the patient received intravenous fluids, intubated and other unspecified treatments at the emergency room provided by medical professionals. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the pump had an inaccurate delivery issue. No additional detail was provided by the reporter. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.